Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and removed it without any pt injury. The reporter indicated the incident may be due to a loading error and there was no malfunction of the lens.

Manufacturer narrative:
No complaint against the lens. Eval: results: visual inspection of the returned product showed that the lens was torn into pieces and there was a clear surgical residue on the lens.